Event description:
The lead was returned after being explanted due to an upgrade to a high voltage lead. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.